Event description:
It was reported that the handpiece failed the administrative test. This happened before surgery; therefore, the patient was not involved at the time. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.

Manufacturer narrative:
H3, h6: the navio handpiece intended for use in treatment, failed handpiece characterization test prior to a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece to fail characterization. The root cause of this issue was found to be mechanical component failure.